Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer observed air bubbles within the tubing at the time of the alarm. An infusion set change was performed to address the issues. Customer's blood glucose level was not impacted.